Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to a spyscope ds ii and a spy ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and a spy ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the bile duct on (B)(6) 2022. During the procedure, the spyscope ds ii catheter and spy ds controller showed no image on the screen approximately two minutes into the procedure. It was working fine until an autolith electrohydraulic lithotripsy (ehl) probe and irrigation were used and the image turned off. The procedure was not completed due to this event. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to a spyscope ds ii and a spy ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and a spy ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the bile duct on (B)(6) 2022. During the procedure, the spyscope ds ii catheter and spy ds controller showed no image on the screen approximately two minutes into the procedure. It was working fine until an autolith electrohydraulic lithotripsy (ehl) probe and irrigation were used and the image turned off. The procedure was not completed due to this event. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h6 (evaluation conclusion codes): conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the device problem, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted / cancelled procedure. Block h10: the returned spyglass digital controller was analyzed by enercon technologies, and a visual evaluation noted normal wear and tear to housing and front panel. Unknown contamination and fibers on the catheter interface contacts causing intermittent video. The contacts require replacement to restore a stable video. The problem was verified according to product analysis. Per the evaluation conducted by enercon technologies, the reported event was confirmed. Although the number of procedures / recycles of the unit are unknown, improper handling of the device or wear / tear on internal components over time likely contributed to the event. Based on all gathered information, the conclusion code selected for this event is cause traced to maintenance, which indicates that problems are traced to improper routine or preventative maintenance. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Block h11: correction: block e1 (initial reporter phone).

Event description:
Note: this report pertains to a spyscope ds ii and a spy ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and a spy ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the bile duct on (B)(6) 2022. During the procedure, the spyscope ds ii catheter and spy ds controller showed no image on the screen approximately two minutes into the procedure. It was working fine until an autolith electrohydraulic lithotripsy (ehl) probe and irrigation were used and the image turned off. The procedure was not completed due to this event. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.